Manufacturer narrative:
A ge oec service representative investigated the issue and found loose wires in the power cord cap that were tightened to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6600 fluoroscopy system would drop power during use. System would shutdown during procedures.